Event description:
A report was received that the patient was feeling a burning sensation whether the device was on or off. The physician prescribed the patient lidoderm patches.

Manufacturer narrative:
Additional information received indicated that the burning sensation had resolved and the patient was reportedly doing fine.

Event description:
A report was received that the patient was feeling a burning sensation whether the device was on or off. The physician prescribed the patient lidoderm patches.